Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the display was not blank less than 30 seconds and/or did not return. Troubleshooting was performed. Display did not return after pump restart. Customer stated that the insulin pump may had been exposed to moisture. The customer was advised that the insulin pump need to be replaced. The customer was also advised to discontinue use of the insulin pump and to revert to the back-up plan per hcp's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded motor home switch.